Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose values. The customer¿s high blood glucose values was unknown. Customer's other blood glucose value: 169 mg/dl the customer treated high blood glucose with insulin pump and manual injections. The customer alleged that the insulin pump was under delivering insulin. The customer was wearing the insulin pump within 48 hours of the reported event. The customer also stated that they had to rewind the insulin pump more than once and they did not receive any mechanical error message. Customer declined troubleshooting for high blood glucose values. The product will not return for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No rewind anomaly noted. Device passed the delivery accuracy test.